Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer current blood glucose level was 54 mg/dl. The customer stated that insulin pump died and there was a white screen and then it asked me to enter the date and time, then it went to normal operation. Customer received cannot find sensor signal. It was unknown whether the auto mode feature was active at time of low blood glucose event. Customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.